Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer experienced nausea, dizziness, chest pain and dehydration. The customer did not want to troubleshoot. She stated that this was an insulin pump issue, and wanted hers replaced with the most recent upgrade available. Advised that this was not possible. Nothing further was reported.